Event description:
The surgeon reported surface opacification of the intraocular lens at approximately 14 months post-operative. The pt's visual acuity at last report was 20/30. The lens remains implanted.